Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio2: 1.2 (patient's right hand), lab: 2.5; date: (B)(6) 2014, inratio2: 3.6 (patient's left hand), lab: 2.5. Therapeutic range: unknown. No patient information was provided.